Manufacturer narrative:
(B)(4), the customer returned one 4-lumen cvc catheter for analysis. Signs of use in the form of biological material was observed inside the catheter. The catheter body was intentionally severed below the 10cm marking. The severed portion was not returned for analysis. Visual analysis revealed that a portion of what appears to be a connector tubing or connector hub (of unknown origin/type) had separated and was stuck inside the medial 2 luer hub (blue hub). The separated portion was dislodged from the luer hub. Microscopic examination revealed stress marks at the point of separation. No defects or anomalies were observed with the blue luer hub. Once the fitting was removed from the blue luer hub, dimensional analysis was performed. The inner diameter of the blue luer hub at the proximal opening measured 4.293mm which is within the specification limits of 4.270mm-4.310mm per the medial 2 extension line graphic. The blue luer hub inner diameter at the distal end measured 1.422mm which is within the specification limits of 1.420mm-1.500mm per the medial 2 extrusion graphic. After removing the separated portion of the connector tubing from the medial 2 luer hub, a lab inventory syringe filled with water was attached to all four extension lines and flushed. No blockages were observed. Performed per IFU statement "prepare the catheter for insertion by flushing each lumen and clamping or attaching the injection caps to the appropriate extension line(s)". The returned catheter luer hubs were tested with a luer gage to ensure that they meet the iso standard. All luer hubs measured within specification. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The kit lidstock was reviewed as part of this complaint investigation. It was noted that the kit does not include any type of connector tubing within the kit contents. Therefore, it is being assumed that the connector tubing that was used is from a non-arrow component. The IFU provided with the kit informs the user, "connect all extension lines to appropriate luer-lock line(s) as required. Unused port(s) may be 'locked' through injection cap(s) using standard hospital protocol. Pinch/slide clamps are provided on extension lines to occlude flow through each lumen during line and injection cap changes". The report of a luer hub/fitting broke and separated was confirmed through complaint investigation. Visual analysis revealed that a portion of what appears to be connector tubing had separated and was stuck inside the medial 2 luer hub (blue hub). Once freed, visual analysis of the separated fitting revealed stress marks , which indicates undue force caused or contributed to this event. No defects or anomalies were observed with the medial 2 luer hub. Additionally, the catheter met all relevant dimensional and functional requirements, and a device history record review was performed based on sales history with no relevant findings were identified. Based on the customer report and the sample received, the root cause cannot be determined as the origin of the separated connector is unknown and was not returned. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.1.-brand name corrected to arrow cvc set: 4-lumen 8.5fr x 20cm section d.4.-catalog # corrected to EU-15854-en

Event description:
It was reported that: "whilst I was checking the lines of the catheter before an orotracheal intubation, I observed the distal line had an issue because it could not advance. After checking, it was observed that the end of the tip was broken inside. The catheter was changed. Consequence: none." No patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "whilst I was checking the lines of the catheter before an orotracheal intubation, I observed the distal line had an issue because it could not advance. After checking, it was observed that the end of the tip was broken inside. The catheter was changed. Consequence: none." No patient harm reported.